Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after consuming junk food, the customer delivered a bolus that was too large. Customer's blood glucose level was 75 mg/dl, and sugar milk was consumed to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.